Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.